Event description:
The device was connected to a pt described as in full arrest. Reportedly, the device continuously prompted connect electrode, and an analysis of the pt rhythm could not be performed. An als squad arrived on scene at this time. Paramedics connected their lifepak 12 and were able to successfully continue pt treatment. No add'l info regarding the report was reported. Pt outcome was not reported.